Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified diagonal branch. A 1.50mm x 15mm emerge push balloon catheter was advanced for dilatation. However, upon removal of the device, the shaft of the emerge push balloon broke in two and the distal 24cm was left inside the patient. The physician tried to wire aside the fractured shaft and balloon next to it to remove the device but was unsuccessful. The patient was sent to the operating room for surgery and finally, the broken portion of the device was removed. The procedure was completed with no patient complications reported.